Event description:
On (B)(6) 2025, a patient prepped for a dialysis catheter placement procedure using the equistream hemodialysis catheter. Prior to the procedure, it was noted that there was a kink in the clamping site before insertion. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.